Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and emergency medical intervention while using the ilet. This situation can result in acute metabolic decompensation requiring urgent treatment and is consistent with the reported administration of glucagon and ER evaluation. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed that the user was operating in bg-run mode due to lack of cgm data for an extended period, requiring manual bg entries to guide insulin delivery. The reported event followed a meal announcement at an atypical time, which may have contributed to excess insulin delivery relative to physiological needs. Based on available information, the event was attributed to use-related therapy management factors, including use of bg-run mode and potential misuse of meal announcements for correction, rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced a hypoglycemic event with blood glucose reported as low as 19 mg/dl, resulting in an ER visit. The user was treated with glucagon and discharged the same day. The user recovered and ilet therapy was not resumed due to device damage.